Event description:
It was reported that 32 bd insyte¿ autoguard¿ shielded IV catheters 22ga 1.00in (0.9 x 25 mm) experienced foreign matter in or on the device cannula/needle/catheter. Product defect was noted prior to use. The following information was provided by the initial reporter: products with foreign particles.

Manufacturer narrative:
Per additional information received, the following information has been updated: the date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9270764. D.4. Medical device expiration date: 2022-08-31. H.4. Device manufacture date: 2019-09-27. D.4. Medical device lot #: 9212069. D.4. Medical device expiration date: 2022-07-31. H.4. Device manufacture date: 2019-07-31.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the pictures submitted for evaluation. Bd received three photographs which displayed a 22ga insyte IV catheter unit with black specks observed near the grip, needle cover and barrel. The packaging appears to be sealed. The reported issue was confirmed as foreign matter was observed. Although the reported issue was confirmed, we were unable to determine a root cause without performing testing on the actual unit. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 32 bd insyte¿ autoguard¿ shielded IV catheters 22ga 1.00in (0.9 x 25 mm) experienced foreign matter in or on the device cannula/needle/catheter. Product defect was noted prior to use. The following information was provided by the initial reporter: products with foreign particles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 32 bd insyte¿ autoguard¿ shielded IV catheters 22ga 1.00in (0.9 x 25 mm) experienced foreign matter in or on the device cannula/needle/catheter. Product defect was noted prior to use. The following information was provided by the initial reporter: products with foreign particles.